Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Field action has been initiated to investigate sterilization of the device. (B)(4). Concomitant medical products: pn: 01.02001.085 ln: 2716471 innex gender femur, m/l cemented. Pn: 01.02001.133 ln: 2758034 innex tib.basepl.mobile 3 cem. Pn: 01.02001.357 ln: 2733619 innex menis.bear. Ucor m/12.5.

Event description:
Patient has been indicated for revision approximately two years post-implantation due to infection. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Field action has been initiated to address a sterilization process issue. The batch (lot) number of the device involved in this event is within scope of the field action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.